Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer became distracted during the load process and forgot to remove the empty cartridge. The customer successfully completed the load process. The customer's blood glucose (bg) level was 292mg/dl and a correction bolus via the pump was to be delivered to address the bg level. The elevated bg level was caused by carbohydrates consumed and the delay in completing the load process.